Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The blood glucose results were 316, and 140 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.